Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was stable.

Event description:
Additional information received notes recurring issue of post-paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient was stable before, during, and after the changes.